Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The day following the onset, the patient was hospitalized for the peritonitis event. Beginning on the day of hospitalization, the patient was treated with unspecified intravenous (IV) medication(s) (medication, dosage, and frequency not reported) for the peritonitis event). IV antibiotic therapy continued throughout the hospital stay. Eleven days after hospital admission, IV antibiotic treatment was discontinued and the patient was discharged from the hospital. Upon hospital discharge, the patient began treatment with unspecified intra-peritoneal (ip) antibiotic(s) (medication, dosage, and frequency not reported) for the peritonitis event. Ip antibiotic therapy continued for fourteen days and then was discontinued. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14b28084 and h14d19014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.